Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported dislodgement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead dislodged in 2014 at a normal battery depletion (nbd) surgery and the patient refused to have the lead revised. Prior to a recent bi-ventricular upgrade, the dislodgement was confirmed via fluoroscopy. No further clinical observations were reported. During the bi-ventricular upgrade, the dislodged lead was removed and a new lead was implanted. No additional surgical intervention was required and no adverse patient effects were reported.